Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 20396 was reviewed. No nc, reworks, or defects were found.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Additional information was requested, and the following information was obtained: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? 2 dilations. If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? None. Did the dysphagia improve after the device was implanted initially? Worse. Reason for explant. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No.

Event description:
It was reported that the linx device was removed due to dysphagia.